Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the set screw was unable to be tightened to the device header during an unrelated procedure. A different torque driver was used, however, the event was unable to be resolved. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) voltage level upon receipt. Analysis revealed the right ventricular set screw was unseated. This prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.